Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the leads were explanted.

Event description:
Related manufacturer report number: 3006705815-2024-08482, 3006705815-2024-08483. It was reported that during the patient's lead revision on (B)(6) 2025 the physician cut both of the leads and one of the leads retracted into the body. Further surgical intervention may be pending to address this issue.

Manufacturer narrative:
Corrected data: the "type of investigation" codes and the "investigation findings" code have been corrected in this report. It was reported to abbott during a lead revision both leads were cut and one lead retracted into the body. The leads were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.